Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a rectalectomy, during resection the end of the rectum, the reload was stuck when the surgeon fired a half line and forming an incomplete staple line centrally. The surgeon used another reload to complete the case. There was no patient injury.